Event description:
It was reported that (1) device was used during a resection of esophageal carcinoma. It was reported by the affiliate that the cdh25 device was used. During the anastomosis, the surgeon felt that it was too loose. After firing, the anastomosis had bleeding. The surgeon had to end the case by sutures.